Manufacturer narrative:
UDI= (B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment and fracture occurred. Vascular access was obtained via contralateral approach using a 6f non-bsc introducer sheath. The chronic totally occluded target lesion was located in the minimal tortuous and highly calcified proximal and mid distal superficial femoral artery. Non-bsc guidewires and 035, .018, and .014 non-bsc support catheters crossed the lesion with moderate difficulty with most significant at the distal cap. Several of the wires and catheters had issues with kinking due to the force required to advance. Pre-dilation was performed with a 4mmx120x150 otw coyote balloon catheter with some resistance. Using a .014 non bsc guidewire, the 6x200x130 innova stent was inserted and was met with significant resistance prior to the desired location for deployment. Significant force was applied to the delivery system to advance causing the shaft to become like an accordion and become deformed visibly outside the sheath. The physician heard something snap then hastily attempted to deploy the stent however after about 2cm was deployed, the deployment wheel seemed to disengage and was no longer exposing more of the stent and the deployment was stalled. The physician also tried pulling on the blue deployment handle and this did not make the stent deploy further either. At this point, the physician abruptly pulled on the handle and stent delivery shaft stretching what was deployed of the stent until it broke leaving 2cm of the distal stent in the sfa. The physician then pulled the entire system out. Some of the stent remained inside as you could see the marker bands on the distal end. Broken fragments of the stent were flowering off the distal end of the delivery catheter. Another 6f non bsc sheath was inserted as it had become damaged from rough handling as well. The area was crossed again and subsequently dilated with a 4x100 mustang balloon. The balloon was deflated and removed gently with a non compliant balloon. Two epic stents were deployed successfully over an amplatz guidewire for additional support. The completion imaging looked normal and flow was restored. The procedure was completed with a different device. No patient complications were reported.